Manufacturer narrative:
(B)(4). Additional information: the preliminary evaluation of the returned sample indicates the dilator hub separated during use. Significant blood was observed on the sheath body, on the dilator body and inside the sheath body indicating the device had been used.

Event description:
The customer reports the doctor was putting the sheath together and the piece came off the introducer. So, it never went into the patient. A delay was reported.

Event description:
The customer reports the doctor was putting the sheath together and the piece came off the introducer. So, it never went into the patient. A delay was reported.

Manufacturer narrative:
(B)(4). The customer returned the sheath/dilator assembly. The black hub was separated from the body of the dilator. Under microscopic examination, the hub and dilator were observed to be white at the separation point (indicating stress). The outer diameter of the dilator body and the inner diameter of the hemostasis valve cap were measured and they were found to be within specification. The dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. It was reported that dilator detached from the hub while in use. The dilator was returned and the complaint was verified through visual inspection. The proximal end of the dilator was detached from the hub. The broken surfaces were examined microscopically. Both surfaces were rough and had a whitish appearance. This appearance indicates that the dilator hub had been properly attached and appears to have been separated by excessive lateral force applied to the dilator hub. The dilator met relevant dimensional specifications and was able to pass through the returned sheath with minimal resistance. Based upon the observed damage and information provided, it was determined that operational context caused or contributed to this complaint.